Manufacturer narrative:
Subject device has been received and a product investigation was completed. The returned inner shaft was examined and the complaint condition was able to be confirmed as the proximal end is broken off and the distal prongs were found to be slightly bent outwards. The review of the production histories revealed that this instrument was manufactured in may 2015 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. It is likely that the breakage of the proximal ball was the result of excessive force during the implantation of the implant. As the complaint description goes not enough into details no exact statement can be done regarding the broken ball. Concerning the slightly bent distal end also no statement can be done as a functional test was not possible with the broken inner shaft. Although the exact cause cannot be determined, this complaint condition is likely a result of method of use, the complaint is determined not to be a result of a detected product related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporter telephone number: (B)(6). A device history record (DHR) review was performed for part # 03.812.003, lot # 9403839: manufacturing location: (B)(4), manufacturing date: 19 may 2015: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a surgery on (B)(6) 2017, while positioning the final transforaminal-posterior atraumatic lumbar (t-pal) implant in the disc space, when the surgeon started turning the knob it completely detached from the applicator. Upon reviewing carefully the different pieces, it was identified that the spheric ball at the proximal extremity of the inner shaft had been sectioned, broke off and that the distal extremity of the inner shaft was slightly bent. The surgery was not prolonged. There was no patient harm and the surgery was successfully completed. Concomitant reported parts: t-pal implant (part # unknown, lot # unknown, quantity 1), applicator knob (part # 03.812.004, lot # unknown, quantity 1), applicator outer shaft (part # 03.812.00, lot # unknown, quantity 1). This report is for one (1) t-pal spacer applicator inner shaft this is report 1 of 1 for complaint (B)(4).